Event description:
The customer's wife reported that the customer was hospitalized due to hyperglycemia. Troubleshooting was performed and found that the insulin pump had recorded less than one unit of insulin delivery for the day of and the day prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.